Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to crosstalk was observed. Programming changes were made, but crosstalk was still present. The noise could not be reproduced in clinic. It was noted that lead noise could have lead to the crosstalk. The physician elected to take no action other to monitor the patient.

Event description:
New information received states the patient presented a new remote transmission and new instances of crosstalk were noted. The patient remained asymptomatic. The patient returned to the clinic and the physician decided not to conduct any of the recommended programming changes. The current plant is to just monitor the patient. The patient condition is fine.

Event description:
New information received notes that the patient presented in clinic on (B)(6) 2021, and (B)(6) 2021 with episodes of right ventricular over-sensing on both dates. No intervention or change to patient condition was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the clinician requested for programming changes to resolve the noise issue. The clinician will discuss with the cardiologist since the noise could not be programmed around with the sensitivity changes.